Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, the implant was removed and replaced due to pump migration. Although, there was nothing defective mechanically with the pump, the pump had moved from a dependent position in the scrotum up between the patient's testicles. There was a lot of tissue around the pump and the patient could not inflate or deflate effectively as a result. The pump was replaced in order to extend the tubing length and the new pump was placed dependent and lateral to the right side of the testicles.